Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Connector key was used to perform smu (source measurement unit) testing. Sensor stopped scanning after being reprogrammed. An extended investigation was performed. Visual inspection was performed on the returned sensor. It was that observed a de-cased sensor with damage on the pcba (printed circuit board assembly) in the form of cracked traces near the asic (application specific integrate circuit) and em chips that were visible under a digital microscope. The patch data that was extracted from previous phase of the investigation was reviewed. Sensor was observed to be in state 8(indicating error termination). The returned sensor was attempted to be scanned on the evm (evaluation module) using the ptugen4 tool however, the scan failed. The damage observed on the pcba is preventing the ptugen4 tool from communicating with the returned sensor thus smu, poise voltage and temperature test are unable to be conducted. It was determined that the damage on the pcba, which occurred during de-casing, is the reason for the returned sensor being unable to scan. Ultimately, these cracks would prevent the nfc and ble(bluetooth low energy) functions of the sensor from working as intended thus functionality testing is unable to be conducted. Therefore, this issue is unable to test. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received sensor scan results of 53 mg/dl compared to readings of 306 mg/dl on a healthcare professional (hcp) meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received sensor scan results of 53 mg/dl compared to readings of 306 mg/dl on a healthcare professional (hcp) meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. There was no report of death, serious injury, or mistreatment associated with this event.